Manufacturer narrative:
The customer did not return the device to ventec for an evaluation. The cause for the reported issue could not be determined.

Event description:
It was reported to ventec that a device was unable to maintain peep (positive end expiratory pressure) readings and ventilation did not seem to be working. Additionally, the initial reporter did not provide the device's serial number. As a result, model number, catalog number, serial number and UDI number are unknown. Device manufacturing date shall be left blank.